Event description:
It was reported that the cannula was not visible, and the pink slide did not move forward, indicating a needle mechanism failure. However, it was also reported that cannula deployed after cap removal and before start. It is unclear if this is a report of the needle mechanism not deploying or deploying early therefore it is being reported as an unknown needle mechanism failure.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: locked down smartphone: data not available. Omnipod software app version: data not available. Smartphone operating system: data not available. Smartphone hardware: data not available. Cgm sensor type: data not available. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
On 28-aug-2025 b5 and h6 were updated accordingly.

Event description:
It was reported that the cannula was not visible, and the pink slide did not move forward, indicating a needle mechanism failure. However, it was also reported that cannula deployed after cap removal and before start. It is unclear if this is a report of the needle mechanism not deploying or deploying early therefore it is being reported as an unknown needle mechanism failure. On 28-aug-2025 the comment that the cannula deployed after cap removal and before start was removed from the case as it appears to have been added initially in error. There is no evidence that the cannula and/or needle ever deployed and therefore the needle mechanism failure type has been updated to "did not deploy."